Event description:
Device malfunction: stent fracture. Time of malfunction: approximately 2 1/2 months post procedure. Symptoms/ae: none. It was reported that approximately 2 1/2 months post a right common carotid artery stenting procedure, the patient was found to have a stent fracture. The stent fracture was described as fractured in two pieces with a 1mm gap between the pieces. The stent fracture was found when the patient came in for a cardiac angiogram. One day post the cardiac angiogram, the physician attempted unsuccessfully a balloon angioplasty. The patient remains asymptomatic and no additional treatment is planned. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. A thorough analysis of the device is not possible as no photos or x-rays were sent depicting the stent fracture which could be aided in the determination of the root cause. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. Furthermore, a review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.